Event description:
The patient reported that one of their two implantable leads had become dislodged and that a lead revision was required. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 implantable tachy lead 2013 (B)(6). (B)(4).